Event description:
A malfunction on a pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue without recurrence. The customer was informed to contact support again if the malfunction reoccurred and acknowledged the instructions.